Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair will move on its own. Provider states he plugged the joystick to see if any error codes was present and the chair moved forward over the provider's foot and the provider alleged had to turn off the joystick in order to stop the chair. Provider states he was not injured, he had on steel toe boots.